Event description:
Baxter received a report from a Baxter technician stating the NURSE CALL INSTALLATION bed alarm was announcing incorrectly. Bed alarms are alarming like a regular nurse call instead of bed alarm, when a patient moves or gets out of bed it flashes white when should be flashing yellow and making a different alarm sound. This occurred during patient use. There was no patient injury or death reported with this event.

Manufacturer narrative:
The Baxter technician thoroughly inspected the nurse call device and was unable to duplicate the reported issue. The nurse call device functioned as designed. However, if the reported event of a bed alarm not announcing correctly were to recur, it would be likely to cause or contribute to death or serious injury, therefore Baxter considers this event reportable.